Manufacturer narrative:
The reported field event of bvvi operation was confirmed. Analysis was performed and the cause of the bvvi operation was due to a por (power-on reset) failure that occurred on jan 31, 2017. Further analysis was performed on the device, and the por could not be reproduced. The cause of the por remains undetermined.

Manufacturer narrative:
The date of the event should have been (B)(6) 2017 rather than (B)(6) 2017. The PMA/510(k) number should have been submitted with the initial report.

Event description:
It was reported that during follow-up in clinic, unspecified device reset mode was observed. Noise was also noted on the right ventricular and atrial lead, causing output issues. Patient was asymptomatic. The ICD was explanted and replaced successfully. No further information was provided.

Event description:
New information revealed that the patient was stable following the procedure.